Event description:
A other health care professional reported that during an intraocular lens (iol) implant procedure, the lens was found to be faulty during the implantation of the patient and could not be used. This lens should be replaced with a new lens. There was no additional intervention and no harm to the patient. Additional information has been received and stated that, after the iol was implanted in the patient's eye, the optic-haptic junction was found to be broken, and the lens was removed and a new one was implanted.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).